Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the plate surgeon chose fix mode in a positioning hole. Surgeon inserted 4 va locking screws in the distal holes and 3 cort. Screws in the shaft holes. The screw in proximal row most styloid hole was penetrated. Surgeon removed the screw that went through plate hole. Surgeon decided to leave plate in the patients body. Surgeon closed and finished this surgery. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Device was not explanted. The manufacturing records were reviewed and no complaint related issues were found. The device was not returned.